Event description:
A 59 y/o male with uncontrolled dm and known lad lesion planned for diagnostic cath with anginal symptoms including soboe with mild chest pressure. Had a lhc with coronary angiography and known lad lesion occluded with possible thrombus vs acute closure due to ulcerated plaque; 100% occlusion with 10/10 chest pain and associated EKG changes. Stemi transfer initiated to another facility for emergent pci to lad with thrombectomy only. Urgent medical device removal for boston scientific expo angiographic catheter received on friday (B)(6) 2024 and all of the boston scientific expo catheters including the identified effected products in both issue stores and the cardio/cath lab were immediately removed and replaced with a new product.